Event description:
Reportedly, an inappropriate shock occurred during svt.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Review of the episodes recorded in the rms report showed that 1 treated arrhythmia episode was stored on (B)(6) 2022 at 08:33. On this episode, a fast ventricular rhythm was recorded around 200 min-1. The algorithm misclassified what was most probably a fast conducted (and relative stable) af as being ¿vt¿. Therefore, upon reaching the programmed ¿vt persistence¿ (inappropriate) therapy / atp then shock were delivered. Based on the available information, the algorithm / ICD functioned according to specifications.

Event description:
Reportedly, an inappropriate shock occurred during svt.